Event description:
It was reported that while drilling the bottom right hole, the surgeon drilled through the external iliac vein. This incident is being reported due to a surgery extension of over 30 minutes.